Event description:
Information received by medtronic indicated that the customer received multiple pump error alarms and had flashing display. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer alleged device error 39 alarm, missing segments/partial display, and unexpected battery power loss. Device error 39 occurred during testing, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Device passed sleep current measurement test, active current measurement test, and self test. The test p-cap locks properly in place in the reservoir compartment noted. Thump software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review found multiple device error 39 in the device history on (B)(6) 2022 between time 03:41:15.000 and 16:41:44.000. Device error 39 occurred during testing, (B)(6) 2022 between 11:48:26.000 and 11:54:02.000. The device downloaded history confirmed the device alarmed power loss alarm on (B)(6) 2022 at time14:13:37.000. Device was cut open to perform visual inspection and found moisture damage on the electrical board and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the device at the battery compartment, cracked battery tube threads, serial number label stained, scratched case, and pillowing keypad overlay. Customer alleged for device error 39 alarm confirmed due to moisture damage. Moisture damage found on electrical board force sensor, and motor. Unexpected battery power loss and missing segments/partial display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.